Manufacturer narrative:
Product event summary: analysis could not confirm the reported shut down issue; the programmer powered up and worked as expected. Analysis confirmed the programmer would not boot with the provided radio frequency (rf) head. Analysis found the power cord bay door latch tab and speaker cables were broken. It was noted the upper case was damaged by the power cord bay and the hard drive was noisy.

Event description:
It was reported that the programmer would randomly turn off during an interrogation. The issue appeared to get worse, and then it got to the point where the programmer could not turn on. The programmer has been returned for service. No patient complications have been reported as a result of this event.